Event description:
At the end of this unit's infusion, the door was opened and a large bulbous of fluid was found in the upper portion of the tube path, directly above where the pressure plate would sit when the door would be closed. Pump was brought to clinical engineering and tested in an attempt to duplicate the conditions that would cause the tubing to expand. There was no harm to the patient and infusion was completed without any indication that the tubing was expanding. After several attempts, tech was unable to duplicate a condition that would recreate the event. The unit was returned to service.